Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was moderately tortuous and moderately calcified. It was reported during the implant of the stent graft the proximal end of the delivery system was difficult to remove, resulting in the 2.5 cm movement of the stent graft. It was reported 1 day post stent graft implant the stent graft was covering both hypogastric arteries. The combination of the pt's anatomy and the delivery system being difficult to remove from the pt may have contributed to the convering of the hypogastric arteries. The physician elected to convert the pt to a conventional graft. The stent graft was discarded by the user facility.